Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving incorrect values for blood glucose on his sensor. His sensor read 47 mg/dl while his blood glucose was 112 mg/dl. At the time of the report, the customer's blood glucose was 120 mg/dl. It was determined that the customer was calibrating at appropriate times and adhering to the proper protocol. The customer was advised to change the insertion site. It was also reported that the customer received calibration error and bad sensor alerts. He is being sent a test plug to further troubleshoot the issues and determine whether or not the transmitter is properly functioning. Nothing further was reported.